Event description:
It was reported that the patient heard the device beeping. Interrogation had a red impedance warning for a high shock impedance. The impedances were confirmed high out-of-range. Also, there were noisy signals in two of the sense vectors. Technical services advised the device may not deliver therapy now. The device remains implanted. There were no adverse patient effects.

Manufacturer narrative:
Analysis found that a feed thru wire had electrical overstress (eos) damage within the header at the point where it is spot welded to the high voltage coil ring terminal block in the header. The detailed analysis confirmed presence of corrosion within the spot-weld area of the connector block. The source for corrosion could not be identified during the investigation. The corroded feed thru wire was the cause of the high lead impedances noted. An (B)(4) was created for this issue. Also, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient heard the device beeping. Interrogation had a red impedance warning for a high shock impedance. The impedances were confirmed high out-of-range. Also, there were noisy signals in two of the sense vectors. Technical services advised the device may not deliver therapy now. The device remains implanted. There were no adverse patient effects. During explant, the shock impedance was high out of range. The electrode was re-inserted into the same header and the impedance was still high. Next, the doctor placed the electrode into a new device and the impedance was normal. A new device was implanted onto the same electrode and the explanted device has been returned for analysis. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Code 3191 is linked for a surgical intervention.

Event description:
This supplemental report is being filed to provide additional information regarding device explant. During explant, the shock impedance was high out of range. The electrode was re-inserted into the same header and the impedance was still high. Next, the doctor placed the electrode into a new device and the impedance was normal. A new device was implanted onto the same electrode and the explanted device has been returned for analysis. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.